Manufacturer narrative:
The reference (B)(4) has been allocated to this case by rayner. The event description provided states that the cartridge cracked during implantation resulting in damage to the lens necessitating lens explantation. The device associated with the event is not available for return to rayner. It is presumed to have been discarded following use. Possible causes of nozzle splitting during use include but are not limited to: if part of the optic edge/haptic got trapped in the injector mechanism this would then prevent clean passage through the nozzle, leading to pressure build-up and could potentially result in the nozzle splitting as could forcing a blocked injector. We are aware from previous investigations that removal of the injector from the blister tray prior to ovd insertion/flap closure can increase the likelihood of the lens getting trapped (as it can affect the position of the lens within the rotating cartridge), insufficient quantity/quality of ovd, not using ovd and more rarely irregular coating of the nozzle (which can itself be an artefact of the lens getting trapped and the force required to free the lens) and out of spec wall thickness nozzle components. In addition to the multi-stage 100% inspection rayner performs throughout our manufacturing process, one sample product from every batch is removed for qa batch control testing. This includes injection testing whereby injection performance, lens orientation and injector/lens condition post-injection is evaluated prior to the batch being released for distribution. Each batch of nozzles are subject to inspection as per acceptance quality limits (aql). In accordance with the standard, a percentage of a full batch of nozzles is visually inspected under x10 magnification at goods in (prior to entering manufacture). Nozzles also undergo 100% inspection under x10 magnification during the assembly operation of manufacture. Rayner is following up with the healthcare facility to obtain additional information, including product identification, to facilitate further investigation of the event.

Event description:
On (B)(6) 2021, rayner intraocular lenses limited received notification from its us affiliate company of an event that occurred during use of a rayone (model unspecified). The event description provided states that the cartridge cracked during implantation resulting in damage to the lens necessitating lens explantation.